Event description:
Pt arrived for regularly scheduled chronic outpatient hemodialysis. Pt used personal oxygen room air converter, cannula transferred to "e" cylinder oxygen cannister. As employee opened o2 regulator valve, combustion occurred. A brief flash of flame occurred. O2 valve immediately closed ending combustion.